Event description:
The customer reported that the air/water flow system does not work on the scope. The scope was returned to the service center for evaluation. A white residue was observed on both sides of the channel. There was no patient involvement. This report is being submitted to address the foreign white residue noted in the channel during evaluation.

Manufacturer narrative:
Further inspection of the returned device found dents, scratches and nozzle pin hole damaged on the plastic scope cover. A less than 3mm cut was noted on the scope¿s bending section rubber. The bending section rubber glue was found discolored, cracked and peeling on the insertion tube and scope cover. Scratches were noted on the insertion tube. The cement on the objective lens and light guide lens was noted to be cracked and peeling. The light guide bundle was noted to be damaged at the distal end. Cuts were observed on the scope¿s camera switch 1 and switch 3. The nozzle was found damaged with a sharp edge. Scratches and damage were noted on the scope¿s light guide tube. An abnormal noise and play was noted on the scope¿s control knob in the u, d,l, r. The scope¿s ID chip showed 911 total uses. The cause of the physical damage to the scope cannot be determined at this time. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely fragments of watertight packing, silicone base glue, silicone parts or other material from peripheral equipment got into the air/water channel. The user can properly detect the suggested event by handling device in accordance with the following instructions for use statement and sections: "operation manual preparation and inspection: inspection of the endoscope inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." "Operation manual inspection of the endoscopic system inspection of the air-feeding function inspection of the objective lens cleaning function" olympus will continue to monitor field performance for this device.